Event description:
It was reported that item # 62-32440 (bone repositioning pin) was being twisted into the bone to reposition it. The head of the pin broke off, and the threaded part is still in the patient.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
A confirmation of the reported event was not applicable because the instrument was not returned. Because the affected instrument was not returned for investigation a metallurgical examination ¿ indispensable in such cases ¿ cannot be performed and it is not possible to determine the root cause. According to previous investigations the possible root causes could have been: too high torsional forces during insertion; the user applied too high bending forces upon to the thread due to not completely cut off zygoma; insufficient cleaning caused pitting corrosion ¿ corrosion favours breakages. The instrument was used as a lever. Device was unavailable for return.

Event description:
It was reported that item # (B)(4) (bone repositioning pin) was being twisted into the bone to reposition it. The head of the pin broke off, and the threaded part is still in the patient.